Manufacturer narrative:
Continuation of d10: product ID: 8784, serial#: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type: catheter section d information references the main component of the system. Other relevant device(s) are: ubd: 04-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 1322 mcg via an implantable pump for unknown indications for use. It was reported that there was a possible loss of medication delivery during normal use. It was not known if any environmental/patient/external factors had led or contributed to the issue. Diagnostics/troubleshooting included increasing dosage. It was found upon pump replacement that medication was in the pocket. The rep indicated that there was sheath splitting of the catheter at the pump site. Actions/interventions taken included replacing the pump segment [8784]. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but not made available due to legal/confidential reasons.